Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. The analyst noted: ventricular pacing impedance drops from 874 ohm on (B)(6) 2014 to 437 ohm on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant the patient experienced cardiac tamponade from perforation, diaphragmatic stimulation, and chest pain. The right ventricular (rv) lead impedances dropped from 1000 oms to 400 within six days. The device was reprogrammed and the right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.